Event description:
It was reported the patient underwent a knee revision approximately 3 years and 9 months post-implantation due to increased knee laxity. The bearing was explanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.